Event description:
The user facility report that during the percutaneous coronary intervention (pci), a guidewire broke in the coronary artery occurred at 16:53 when the runthrough ns catheter was passed. At present, the guidewire is still in the patient's body and has not been removed, and the patient's condition is still relatively stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted 1. Record review: 1.1. The manufacturing record and the shipping inspection record of the product with the involved product code/lot number · no anomaly was found 1.2. Past complaint file of the product with the involved product code/lot number · no other similar report was found 2. Simulation test: based on our past knowledge, we have been aware that the guidewire fractures when the following force a) - d) is applied. We have also been aware that there was regularity in the shape of fractured section of wire depending on the mechanism leading to the fracture. A) when pulling force was applied · fractured surface: dimple pattern was found · fractured section: it was tapered and the fractured surface was slanted. B) when repeated 90° bending force was applied · fractured surface: dimple pattern was found · fractured section: it was curved c) when pulling force was applied in a looped state · fractured surface: it was twisted · fractured section: it was curved d) when torque force was applied · fractured surface: it was twisted · fractured section: it was twisted when the removal operation is performed under each condition of a) - d), the platinum coil is unraveled and elongated. We have been aware that when removal force was further applied continuously, the platinum coil fractures. 3. Cause of occurrence/conclusion: based on the investigation result, as a possible cause of this complaint, the following factor was inferred. However, since the actual sample was not returned, the cause of occurrence could not be clarified. 3.1 the distal end of actual coil was trapped due to some factor (e.g. Stenosis lesion). 3.2 since one of the force a) - d) described in the above simulation test was applied in the state of "1", the niti core wire inside the platinum coil was fractured. 3.3 subsequently, removal operation was performed. As a result, the platinum coil was unraveled and elongated. 3.4 as the removal operation was continued, the platinum coil was fractured. Relevent IFU reference: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.